Event description:
During a lap. Colectomy procedure, two devices malfunctioned. The first device didn't cut the tissue completely. The second device had no staples in its housing. Converted from laparoscopic to open surgery. The case was extended by 70 minutes.